Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was implanted in the left bundle branch (lbb) and exhibited a loss of capture. Approximately, four days after this rv lead and cardiac resynchronization therapy pacemaker (crt-p) system were implanted, the system exhibited an infection. A revision procedure was performed, and the cardiac resynchronization therapy pacemaker (crt-p), along with the right ventricular (rv) lead, right atrial (ra) lead, and this rv lead in the lbb, were explanted. Furthermore, the previously capped ra lead and rv lead were also explanted. No additional adverse patient effects were reported.